Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. FDA evaluation codes were updated reflecting sample one and two results. No technical inquiries were received from the customer. Two opened probes with no radio frequency identification (rfid) connectors and cut off tubing, with tip protectors, in a bag were received. Sample one was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration, nonconforming for actuation, and nonconforming for cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks at the bend area and a couple other locations on the inner cutter. Sample two was visually inspected and found to be nonconforming with the probe needle was bent and cracked and orange/brown foreign material was observed on the welded cap. No functional testing could be performed due to the probe needle broken condition. No wear assessment could be performed due to the probe needle broken condition. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the file were reviewed by the manufacturing site. Photo one shows a pak label with the lot code and photo two shows a pak label with the lot code. Reported product and lot information is confirmed. Reported issue could not be confirmed from the photo review. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The aspiration function of sample one probe was conforming; however, the observed actuation and cut failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. The exact cause of the actuation failure cannot be determined from the evaluation performed. The sample two complaint evaluation was unable to confirm the reported abnormal sound and cut failure due to probe needle bent and cracked condition. How and when the probe needle became bent and cracked cannot be determined form this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that abnormal noise from the cutter probe and cutting failure of the probe occurred during surgery. The procedure type was unknown. The surgery was completed after replacing the product with another one. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).